Event description:
The customer reported, the monitors will not turn on at boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the generator 5 volt power supply. System operates as intended.